Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device experienced "e6 error on console" during surgery. It is known that the device was being used during surgery, however no patient or user injury or medical intervention occurred. It is unknown if a delay in the surgical procedure occurred as a result of the device issue. There was no additional information provided.